Event description:
No additional information to report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h2, h3, h6, h10. The reported event could not be confirmed due to lack of product return or medical records. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately 2 years post implantation of a right total knee arthroplasty, the patient is experiencing pain and tightness, and has difficulty going up stairs. Surgeon believes no allegations against the implant. Attempts have been made and no additional information is available.

Manufacturer narrative:
(B)(4). D10: unknown femoral component. Unknown tibial plate. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.